Event description:
It was reported in a clincal study that patient received primary partial knee replacement on (B)(6), 2005. Revision procedure was performed on (B)(6), 2012 due to progression a lateral compartment arthritis and marked valgus deformity.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.this is 1 of 3 reports related to the same event.